Event description:
The clearify visualization system is used to warm the laparoscopic scopes. The one we used today, we noted when removing the scope from the hole, that their was a liquid substance coming out of the unit. The unit is ran off of batteries. The liquid that was leaking didn't touch the patient and the unit was removed from the surgical field. FDA safety report ID# (B)(4).